Event description:
It was reported that a piece of white, plastic foreign matter was found on the bd intima-ii¿ closed IV catheter system tubing when removing the shield. The following information was provided by the initial reporter, translated from chinese: "the child was asked to indwell the intravenous indwelling needle because of the upper respiratory tract infection. When the shield of the indwelling needle was pulled out, a white plastic foreign matter was found in the catheter tubing, and the indwelling needle was replaced and re-punctured, which did not affect the patient." "The situation has been verified with the customer: after opening the package and removing the needle cap, a white plastic foreign body was found in the catheter, and the indwelling needle was replaced."

Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 2082676. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.